Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the peritonitis. It was reported the patient had to go into the hospital, each morning, for approximately 14 days to receive unspecified antibiotics ¿in the bag¿ (doses, frequencies, and routes were not reported) as treatment for the peritonitis. On an unreported date, extraneal and nutrineal therapies were discontinued. No further information was provided regarding the outcome of the peritonitis event. No additional information is available.